Manufacturer narrative:
(B)(4). Retainer ring = clear. Customer returned insulin pump for alleged insulin flow block alarm and high bg found on (B)(6) 2021. Insulin pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and dat at .0871 inches. No unexpected alarms/alert/anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. No insulin flow block alarms in history file on event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay and cracked retainer. Insulin pump passes function testing. No unexpected insulin flow block alarms noted during testing. Unable to confirm alleged high bg. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer had high blood glucose. Customer's blood glucose level was 16.7 mmol/l at the time of incident and current blood glucose level was 7.3 mmol/l. Customer was treated with insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device.